Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse ran service methods for server 2 and 3. Reagent 3 mixer faild mix test and sample probe 2, sample probe 3, reagent probe 3 and reagent probe 5 failed alignment test. The cse replaced reagent 3 mixer and aligned all probes. The cse cleaned all drains. The cse primed all pumps and cleaners. The cse ran a bottom of cuvette correction (bocc) for previously failed probes. The cse ran alignment, and a quick check, resulting in range. The cse ran quality control, and patient samples, resulting within the expected range. The cause of the discordant, falsely depressed albumin, blood urea nitrogen, carbon dioxide and calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed albumin, blood urea nitrogen, carbon dioxide and calcium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). For sample ID (B)(6), the customer repeated the same sample for carbon dioxide on the same instrument then on the alternate dimension vista instrument. The customer repeated albumin and blood urea nitrogen on the alternate instrument. For sample ID (B)(6), the customer repeated the same sample for calcium on the same instrument then on the alternate dimension vista instrument. The customer repeated albumin, blood urea nitrogen and carbon dioxide on the alternate instrument. The results from the alternate instrument were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed albumin, blood urea nitrogen, carbon dioxide and calcium results.